Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain") and constipation ("constipation"). The patient was treated with surgery (diagnostic hysteroscopy, dilation and curettage, and diagnostic laparoscopy on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the dysfunctional uterine bleeding, pelvic pain and constipation had not resolved. The reporter considered constipation, dysfunctional uterine bleeding and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and pelvic pain ("severe pain, pain") in an adult female patient who had essure (batch no. 627313) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical dysplasia. Concomitant products included drospirenone + ethinylestradiol (yaz) until 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), constipation ("constipation"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), hormone level abnormal ("hormonal changes"), loss of libido ("no sexual desire"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and complication of device insertion ("the essure coil was placed into the left tubal ostia with some degree of resistance and tubal spasm"). The patient was treated with surgery (diagnostic hysteroscopy, dilation and curettage, and diagnostic laparoscopy on (B)(6) 2009) and surgery (diagnostic hysteroscopy, dilation and curettage, and diagnostic laparoscopy on (B)(6) 2009). Essure was removed on (B)(6) 2010. At the time of the report, the dysfunctional uterine bleeding, pelvic pain, constipation, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, loss of libido, vaginal infection, migraine, headache and back pain had not resolved and the complication of device insertion outcome was unknown. The reporter considered back pain, complication of device insertion, constipation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, loss of libido, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: both tubal ostia identified and essure coils deployed with 4 to 6 coils trailing. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number added. Events apareunia, dysmenorrhea, dyspareunia, hormonal changes, no sexual desire, vaginal infection, migraines, headaches, lower back pain and complication of device insertion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and pelvic pain ("severe pain, pain") in an adult female patient who had essure (batch no. 627313) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical intraepithelial neoplasia I. Concomitant products included drospirenone + ethinylestradiol (yaz) until 2009 for contraception. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), constipation ("constipation"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), hormone level abnormal ("hormonal changes"), loss of libido ("no sexual desire"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and complication of device insertion ("the essure coil was placed into the left tubal ostia with some degree of resistance and tubal spasm"). The patient was treated with surgery (diagnostic hysteroscopy, dilation and curettage, and diagnostic laparoscopy on (B)(6) 2009) and surgery (diagnostic hysteroscopy, dilation and curettage, and diagnostic laparoscopy on (B)(6) 2009). Essure was removed on (B)(6) 2010. At the time of the report, the dysfunctional uterine bleeding, pelvic pain, constipation, female sexual dysfunction, dysmenorrhoea, dyspareunia, hormone level abnormal, loss of libido, vaginal infection, migraine, headache and back pain had not resolved and the complication of device insertion outcome was unknown. The reporter considered back pain, complication of device insertion, constipation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, loss of libido, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: both tubal ostia identified and essure coils deployed with 4 to 6 coils trailing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.